Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2009; dtba1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing and noise observed on the right ventricular (rv) lead. Follow up indicated that isometrics were unable to reproduce the noise and that the physician thought that the noise was due to muscle artifact. The rv lead remains in use. No patient complications have been reported as a result of this event.